Manufacturer narrative:
Follow-up #1: date of submission 02/08/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2017 with the following findings: the blackbox shows four eaw 174 ¿basal edit not saved warnings indicating the user attempted to edit the basal rate but did not select save. On (B)(6) 2016 21:39 an unexplained loss of prime occurred; deliveries resumed at 21:52. On (B)(6) 2016 08:58 the pump was manually suspended and manually resumed at 09:04. An unexplained loss of prime occurred on (B)(6) 2016 08:45; deliveries resumed at 08:57. The pump was exercised for 24 hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Investigators were unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 12/23/2016 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 39 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the pump experienced an inaccurate delivery issue. Animas customer technical support did not complete troubleshooting of the pump due to customer unable/unwilling to answer. The product was replaced due to customer insistence. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy associated with an alleged inaccurate delivery issue.